Manufacturer narrative:
Conclusion - technican was unable to fix problem. Customer is replacing unit.

Event description:
It was reported via repair work order that the fowler would not lower electronically or manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.